Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 66 mg/dl at the time of the incident. Troubleshoot was performed. Customer was calling back after receiving battery cap. Customer states the spring is corroded. Customer used new fully battery during troubleshooting. Customer was using aa battery. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. All operating currents are within specification. Unit passed displacement test and self-test. No unexpected blank display noted during testing. Unit functioning properly. Unit was received with damage display window cover, minor scratched lcd window, cracked keypad at select button, faded serial number label, cracked retainer and scratched case.